Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the videoscope to the service center for evaluation related to a separate issue. During testing the repair center identified the device had chipped bending section cover (a-rubber) glue. There was no patient involvement.